Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and the customer reported condition was confirmed. To resolve the condition, the touch frame printed circuit board was replaced. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, an 840 ventilator generated a screen block message. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.